Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced no audio output. Patient stated he did not hear an audible alert when he had a low of 55.